Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for degenerative disc disease and spinal pain. The rep reported that the ins was explanted per the patient¿s request due to unsatisfactory therapy. The rep reported that the paddle lead remained intact if the patient chose in the future reimplantation of a new ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the device was reprogrammed on (B)(6) 2016, the patient tried using hd therapy. The cause of the unsatisfactory therapy was unknown.